Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. A cannula kink was found. The cause of the low pump flow was determined to be a cannula kink as a result of pump movement when advancing the repo sheath. The root cause of the issue was a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, low pump flow was noted. Catheter was found to be kinked after the repositioning sheath was advanced. Pump was explanted and replaced with a new impella cp pump. No patient harm was reported.